Event description:
This report summarizes 2 malfunction events, where it was reported the devices experienced the fastener unexpectedly disengages. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 devices were not evaluated and no cause was determined, as the customers did not make the devices accessible for testing. There was no remedial action taken. This device is not labeled for single use.